Event description:
(B)(4).

Manufacturer narrative:
From device evaluated by MFR was submitted as: the manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. To device evaluated by MFR: the batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure a guide wire detachment and vessel perforation occurred. Access was initially obtained through the right radial artery. The target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery (lad). A non bsc guide wire was advanced to the lesion, followed by a 2.5x12mm non bsc balloon for predilation. After inflation of the balloon a dissection was noted in the lesion. At this point the patient began to experienced chest pain and both the lad and diagonal arteries shut down. The physician attempted to place the first stent through the radial artery but encountered difficulty, therefore, access was obtained through the right femoral artery. The lesions were successfully reopened by implanting a 3.5x12mm ion stent in the lad, followed by a 2.5x24mm ion stent which was deployed in the mid lad. The physician then deployed a 2.5x12mm ion in the proximal diagonal branch. Finally, a 2.25x28mm ion stent was deployed, overlapping and distal to the 2.5x24mm ion stent in the mid lad. A 185cm pt2 guide wire was then advanced to the lesion and it was noted that the distal 15mm of the wire broke off. The physician did not attempt to snare the detached portion of the wire as it was too distal in the diagonal artery. The physician then started to see dye and a perforation was noted in the vessel; however, the stain went away after a few minutes and treatment was not needed as the perforation sealed itself. The procedure was completed at this point with no additional patient complications reported. The patient was discharged from the hospital the following day in stable condition.

Manufacturer narrative:
Device evaluated by manufacturer: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).